Event description:
The customer reported the v60 unit operated on battery power, even though the ac cord was being plugged in. Battery ran out and the unit stopped operating afterwards. Unit was being used on a patient at the time the reported issue occurred.